Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized 2 to 3 times in the past 2 years for high and low blood glucose. The customer declined to speak with troubleshooting or the help line as they wanted to document the information only.